Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the nozzle had foreign objects; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of angle wire; the play of upward/downward angulation control knob was out of the standard value, the adhesive on bending section cover had a crack, the adhesive on bending section cover had white-clouded area, due to clogging of nozzle, the air supply volume did not meet the standard value, due to clogging of nozzle, the water supply volume and the water removal ability did not meet the standard value, the plastic distal end cover and the distal end had a burn, the connecting tube had and the objective lens had a scratch, protector of universal cord on suction cylinder side and the universal cord was scratched, the paint on suction cylinder and air/water-cylinder was peeled, and the connecting tube was scratched, the investigation is ongoing and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, foreign matter was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.